Event description:
Procedure type: gastrectomy. According to the reporter: endostitch started sticking during the case and was difficult to toggle. A new reload was attempted to load onto the device, one of the prongs bunny ears stayed up even though the teal toggles were pushed down. It wasn't up all of the way just partially. It was decided to open a new device at that time. The case proceeded without further incident. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).